Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter serial number. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, a relative of the patient contacted lifescan (lfs) USA, alleging that the patient's one touch ultra 2 meter wasn't working. The reporter didn't have product details so the customer care agent (cca) called back and spoke with the patient's husband. The patient's one touch ultra 2 was displaying the apply sample icon after blood has been applied to the strip, preventing the patient from obtaining a blood-glucose result. The complaint was classified based on the cca documentation. The reporter stated that the alleged meter issue began on (B)(6) 2020 (no specific time given). The patient manages their diabetes with insulin ("novolog - 12 units in morning, 5 units during lunch, 12 units in the evening; and toujeo - 98 units in the morning") and they made no changes to their normal diabetes management regimen as a result of the alleged issue. The patient experienced episodes of "shaking and having high temperature" from (B)(6) 2020 to (B)(6) 2020 (no specific times given) but did not seek any medical assistance. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time however, the patient was attempting to use one touch verio test strips with their one touch ultra 2 meter. The reporter was informed that these test strips are not compatible with the subject device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.